Manufacturer narrative:
Product was not returned for investigation. Although several contact have been made, medwatch 3500a form has not been received from user facility.

Event description:
Allegedly revision surgery performed due to broken component.